Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea and dehydration. Upon removal of the pod from the infusion site, (back) the patient reports the cannula was bent. The patient applied a new pod and administered 18 units of insulin prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as medication for nausea. The patient was released from the hospital after 5-7 hours.